Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of guidewire failure to advance was inconclusive due to the condition of the returned sample. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter assembly. Usage residues were observed throughout the sample. The catheter had been advanced and the safety mechanism was engaged. The catheter remained attached to the advancer. The catheter exhibited curved shape memory along the proximal half of the catheter shaft. The sample was received partially disassembled. The needle/safety/catheter assembly was completely detached from the housing. The guidewire advancer was loose within the housing and was not engaged with the guidewire. Microscopic inspection of the catheter revealed deformation of the tip. The edges of the catheter tip were buckled and flared outward. Microscopic inspection the guidewire revealed it to be intact. Slight curved shape memory was observed within the coil/core region. Microscopic inspection of the guidewire advancer revealed wear marks within the coupler region. The disassembled condition of the sample upon receipt prevented determination of the state of the guidewire during attempted device use. Consequently this complaint is inconclusive at this time. The wear marks on the coupler region of the guidewire advancer indicated that the wire was initially properly assembled with the advancer. The guidewire and catheter deformation were consistent with resistance encountered during attempted device insertion, which may have contributed to the reported event as guidewire advancement against resistance can cause it to become disengaged from the advancer. A batch history review (bhr) of regu2409 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "guidewire did not deploy and was found coiled in the back of the device handle." 02/16/2023 - the returned sample exhibited a damaged catheter tip.